Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an abscess at the lead site and was suspected of infection. The patient was prescribed with keflex as a precaution.